Event description:
It was reported that patient had a pacemaker implanted and two weeks later developed an infection.while investigating the cause of the infection,the user facility found that the overhead monitor suspension used with the innova 2000 showed evidence of metal shavings.the concern is that very small pieces of aluminum could have fallen into the patient's incision and potentially caused the infection.